Event description:
It was reported through medwatch form that the patient arrived at the clinic with noted damage to the white power cable of the system controller. Silicone rescue tape was applied. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent damage/impairment.

Manufacturer narrative:
Section b1: an adverse event outcome was indicated on the medwatch form section b5: medwatch#: (B)(4) was received on 16jun2025. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white power cable was unable to be confirmed. The heartmate 3 system controller (serial number unknown) was not returned for analysis. Provided information stated that silicone rescue tape was applied to the power cable. Additionally, it was stated that the patient returned to the clinic on (B)(6) 2024 and the controller was exchanged due to the power cable damage. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No photos or log files were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, section 7- ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5- ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot all alarms. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the controller being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient returned to the clinic on (B)(6) 2024 to exchange their system controller due to the previous damage.

Manufacturer narrative:
Corrected data: section g2: report source corrected to include user facility. Manufacturer's investigation conclusion: the reported event of damage to the white power cable was unable to be confirmed. The heartmate 3 system controller (serial number unknown) was not returned for analysis. Provided information stated that silicone rescue tape was applied. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No photos or log files were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the controller being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D), section 7- ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A), section 5- ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot all alarms. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.